Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition that the quick coupling device fell apart was confirmed. An assessment was performed on the device which found that the device was received in pieces and could not be tested. It was noted that during repair it was observed that the bearings were corroded and damaged, and had rough rotation. It was further noted that there were worn clamps and seals, and the start disc was missing. It was determined that the assignable root causes were due to improper cleaning and component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed quick coupling device fell apart when it was inserted into the small battery drive device before use on a patient. It was reported that the event occurred on the back table during set-up. It was reported that there was no delay in the procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.